Event description:
It was reported that during an unknown procedure, the handpiece gave an error 4. Customer cannot provide any more details about the circumstances in which the issue occurred. No patient consequence was reported.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the hand piece was tested on a generator and found to be functional. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Due to this condition, it may lead for an error code 4 or temperature issues to occur.